Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Although the root cause could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation. However, two potential lot numbers were provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Total laparoscopic hysterectomy- "mr (B)(4) was performing a total laparoscopic hysterectomy and because the first voyant 5mm fusion device had failed (see cer (B)(4)) another was opened. This device also kept "cutting out" and not delivering any energy to the tissue. There was no alarm code on the generator. The generator was turned off and on again but this did not resolve the issue. There was nothing remarkable about the patient or the tissue type being sealed. Another voyant device was then opened and he was able to finish the procedure successfully." Additional information received from applied team member, (B)(6) 2017: "it happened several times over different types of tissue with the two devices, so fatty tissue, omentum and vessels around the uterus. The thing that indicated that this was happening was the lack of any tissue effect whatsoever, the tissue still looked exactly the same." Patient status - "patient unharmed".